Event description:
A zoll distributor returned electrode belt indicating that it could not complete testing.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(6) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the trunk cable was missing. The cause of the inability to complete testing is the missing trunk cable. The root cause of the missing trunk cable is physical abuse. No adverse event resulted from the missing cable.